Event description:
It was reported that during a routine device change out, a chest x-ray was performed; it revealed that the atrial lead insulation exhibited an anomaly. There were no electrical abnormalities and was left implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.